Manufacturer narrative:
New information: mentor received additional information indicating the lot number for the device is 5547371. Device evaluation summary: it was reported that a 45 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The patient visibly noticed the left side deflation. As a result, the patient underwent bilateral removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately < 0.1 cm within an area of shell abrasion and a crease on the posterior aspect and it extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. The device history record (DHR) of lot number 5547371 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The patient visibly noticed the left side deflation. As a result, the patient underwent bilateral removal and replacement with gel mentor breast implants of unknown type on (B)(6) 2018.